Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an an affinity centrifugal pump, it was reported that there was noise from the motor and centrifugal cone.there was suspected air entry, the perfusionist checked and performed the following steps: administration of low-flow volumes. Persistent noise and unstable flow were noted, and extracorporeal membrane oxygenation (ECMO) was weaned. The system was flushed, and detachment of the cone's blades was observed. It was decided to change the disposable cover and platform. The same equipment was prepared, and ECMO was weaned for 1 minute. The cover was changed, and the patient was reattached without complications;hemodynamically stable. There was no adverse patient effect associated with this event.